Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a high blood glucose event associated with a bent cannula infusion set, resulting in suspected under-delivery of insulin. The event involved product unk_ngp and also experienced hyperglycemia requiring hospitalization for less than 24 hours with a reported blood glucose value of 490 mg/dl at admission with the symptoms included vomiting and headache. Medical intervention was provided in the hospital, including intravenous fluids, while the insulin pump was in use prior to admission. Troubleshooting was performed and the customer has been using the insulin pump system within 48hours of reported high blood glucose event. Customer was able to remove infusion set and identified the cannula was bent. Customer declined to continue pump troubleshooting. No further patient complications was reported. No product return was required for unk_ngp.